Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported pulling residual insulin out of cartridges. Customer was instructed not to reuse insulin from old cartridges when filling new cartridges per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 226 mg/dl at time of alarm.